Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was higher than 500 mg/dl, with the device indicating a "high" reading. The customer managed the situation by administering a correction injection through multiple daily insulin injections. Reportedly, the customer segmented boluses and resumed insulin.